Event description:
A patient reported elective battery replacement indicator (eri). The patient stated her healthcare professional (hcp) told her she was 2.64, and instructed her to start weekly checks and find a surgeon to replace the implantable neurostimulator (ins). It is unclear if the patient is planning a replacement surgery, there was no date indicated. The patient noted that was 2 weeks prior to the call her voltage dropped to 2.63 and then to 2.62. The patient thought it was dropping pretty quickly. There was no allegation or dissatisfaction with the ins longevity. The patient said her ins has lasted a pretty long, she noted her setting were low. The patient wanted to know if she should feel the effect of the ins battery level dropping. The patient was told to she should not feel the battery level dropping and should keep her normal setting until end of service (eos). The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.